Event description:
It was reported to medtronic neurosurgery by the patient's family that a strata valve was implanted into the patient in (B)(6) 2011 to treat their hydrocephalus. The patient was reported to have suddenly gone into a coma in (B)(6) 2014 and was sent to the hospital. The neurosurgeon adjusted the valve's pressure-level setting from 0.5 to 2.5, and the patient was reported to be in good condition after the adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).